Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16940. It was reported that the asymptomatic patient presented for follow up exhibiting right ventricular lead noise and myopotential over-sensing recorded by the implantable cardioverter defibrillator. The over-sensing was noted to result in non-sustained episodes and pacing inhibition. Programming changes were discussed; however, no changes have been made.